Event description:
Reporter indicated that the site was not able to establish communication between their programming system and a pt's generator. When they tried the same programming system with a different programming wand, they were able to successfully establish communication. The battery in the programming wand that would not establish communication, and was found to likely be depleted. When it was suggested that she replaced the 9v battery in the programming wand, the reporter indicated that the battery was new. Attempts to have a company representative visit the site and perform troubleshooting for the issue are underway.